Manufacturer narrative:
After further review of the complaint, it was determined sections b2 was filled out incorrectly in the initial complaint. A correction has been made on this report. It was clarified that the customer was disconnected from insulin pump therapy for one day prior to the reported hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1500 mg/dl at the time of incident. The customer's spouse stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer's spouse was assisted in programming the insulin pump at the time of call. The insulin pump will not be returned for analysis.